Event description:
The user facility reported an unspecified patient was being implanted with an impella 5.5 device for mechanical circulatory support, and the medical team had difficulty with delivery due to the patient's vasculature. After several attempts they were unable to deliver the impella 5.5 and they placed a iabp (intra-aortic balloon pump) instead.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.